Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a similar malfunction. These products have been tested and during tightness test, a leakage from the de-airing port could be confirmed. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process to address the appropriate corrective and preventive action. Every oxygenator - produced by maquet (B)(4) - possesses a de-airing port located at the blood inlet side of the device. For this purpose a hydrophobic pfte (poly-tetra-fluoro-ethylene) membrane, is laminated on a polyester fleece, is welded onto a de-airing connector. This combination is fixed to the oxygenator by gluing. Due to leakage of liquids through the de airing membrane, both the number of customer complaints and the oxygenator production failure rate, increased considerably during the last years, particularly since 2013. To date investigation actions continue, however some findings are already available. Experiments could demonstrate that rough handling during welding as well as bad storage of the de-airing connectors can result in leakage. The first measure against leakage is already taken by manufacturing stackable storage boxes with cavities for 150 de-airing connectors in each case. The new storage boxes are utilized since 2016-02-01. Since that time more than (B)(4) oxygenators were manufactured and tested in the pressure test unit regarding integrity. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
October 01 2015 11:01 am (gmt-4:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. These similar products, showing a similar malfunction, have been tested and during a tightness test, a leakage from the de-airing port could be confirmed. The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Determining the root cause is still under investigation. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process (CAPA (B)(4)) to address the appropriate corrective and preventive action. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
Description from the complaint report: during use on the patient, a blood leakage at the de-airing membrane of the quadrox-I was noticed. The device has not been replaced during the intervention. No clinical consequence was reported. Complaint is related to # (B)(4). Both occurred on the same product. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) received the product back for investigation. The oxygenator was received and firstly cleaned and disinfected in the laboratory of the manufacturer. Afterwards a tightness test was performed. Thereby a leakage from de-aeration membrane could be confirmed. Furthermore a crack at the connector of the de-airing cock on upper blood outlet side was detected. This failure will be handled in a separate complaint for tracking and trending. Maquet cardiopulmonary (B)(4) has initiated a CAPA process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Complaint is related to (B)(4). Both occurred on the same product. (B)(4).

Manufacturer narrative:
Result of the root cause analysis meanwhile the root cause is identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 - as initially indicated by the preceding (B)(4) - is not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. The functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. The softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane. All further actions and the effectiveness thereof will be carried out as part of CAPA (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 02:25 pm (gmt-5:00) added by (B)(6) ((B)(4)): for further investigation a device history record was performed. The product passed every production step and was not marked as scrap. There were no references found, which are indicating a nonconformance of the product in question. Investigation is still pending. A supplemental medwatch will be submitted if further information becomes available.

Event description:
(B)(4).